Event description:
Initial reporter indicated that their handheld was not working. It was later discovered that the site was having problems interrogating patient's in which is likely a wand communication issue or wand malfunction. Good faith attempts are being made for additional details surrounding the reported event.